Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10431rn. No issues with tni recovery were observed. Manufacturing batch records for lot t10431rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97000hseu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97000hs, 510(k) number k030286.

Event description:
Customer reported discordant results between triage and siemens dimension exl analyzer. Testing on triage panel resulted in the following: ckmb 1.8 ng/ml (above cut-off of 4.3 ng/ml), myo 96.8 ng/ml (above cut-off of 107 ng/ml), trop I <0.05 ng/ml (below cut-off of 0.40 ng/ml). Exl analyzer: 0.215 ng/ml (above cut-off of 0.10 ng/ml). Although requested, no additional information provided.